Event description:
It was reported that the patient¿s device lasted 22 months. It was noted that the patient was a (B)(6) and other than pain management was fine, but the reporter stated that the surgeries for ¿short-lived batteries¿ threatened her life at her age. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3007566237-2013-01916 for additional information about the patient¿s previous device.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).